Manufacturer narrative:
It is indicated that the monitor is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot 384909a met release criteria. The product performed as expected. A review of the manufacturing records for lot 384909a did not uncover any non-conformances. The lot meets release specification. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between inratio inr results and both poc inr result and lab inr result. The results are as follows: on (B)(6) 2016: inratio= 2.1, alt poc= 4.2, within minutes. On (B)(6) 2016: inratio= 2.1, lab= 2.9, within minutes. The reported therapeutic range: 3.0-3.5.